Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, since the foreign material adhered to the location other than outer surface of the device, the user could not remove the foreign material by reprocessing. Presumable cause: it is presumed that physical stress such as hitting/dropping distal end or chemical stress such as chemical solution used made light guide lens glue peeled off, then moisture invaded in there and corroded. However the root cause of the foreign material remaining could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementation in accordance with the below IFU. Detection method is described in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor the field performance of this device.